Event description:
It was reported that the needle pierced through the unspecified bd¿ catheter during use and leaked. The following information was provided by the initial reporter, translated from portuguese to english: "catheter nº22 are defective at the time of use. The plastic folds during access and loses easy access. The catheter was found piercing, there was a leak. At the time of access there is a delay to visualize the blood."

Manufacturer narrative:
H6: investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle pierced through the unspecified bd¿ catheter during use and leaked. The following information was provided by the initial reporter, translated from portuguese to english: "catheter nº22 are defective at the time of use. The plastic folds during access and loses easy access. The catheter was found piercing, there was a leak. At the time of access there is a delay to visualize the blood."